Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the sample was returned for investigation. The returned sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. The complaint returned unit was visually inspected under normal conditions of illumination. No damage, kinks, cut, or deformations were observed in the unit returned that could cause the failure mode reported. After functional testing, the sample was fully priming and connected without difficulty, the pump was set running and no alarms were activated. The sample could be connected without problem; the sample passed the delivery test, the complaint was not confirmed. No fault was found. No root cause was determined. No actions taken as the complaint was not confirmed. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had stopped infusing. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.